Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery to secure space due to tissue overgrowth between the pump and cylinders. Upon revision, it was noted that the pump was twisted; however, no components were removed. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.